Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported sterile interface module and the associated device logs. Evaluation of the logs indicated that arm cart assembly 4 was docked without a sterile interface module (sim) being detected as connected by the system. This triggered an error code for 'arm docked and sim not connected'. The system also did not detect any instrument, so it was unable to move in the insertion direction of the z-slide. This triggered an error code for 'manual insertion with no instrument attached'. These errors can indicate an instrument connectivity issue. Visual inspection of the sim noted it was returned dry with no corrosion noted on the pogo pins. Missing material was noted on pin nine of the instrument drive unit (idu) interface and excess material was noted on pin three. Functionally, the sim was loaded onto the continuity test stand. The instrument electrical pass-thru was loaded onto the sim and all pin status' displayed "pass". The sim and electrical pass-thru were then loaded onto the sim 1-wire test stand and the 1-wire ID was read and displayed "pass". The serial number was read from the device and displayed "pass". These findings were repeated with the second test. During the third and fourth test, the sim and electrical pass-thru were loaded onto the sim 1-wire test stand and the 1-wire ID was read and displayed "fail". The serial number was read from the device and displayed "fail". Electrical testing was performed and the sim was read with no observed failures. Evaluation of the sterile interface module confirmed the reported condition, however, the investigation concluded there were no abno rmalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a connectivity issue between the sim and instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operatively, during draping, the sterile interface module (sim) failed to be recognized when connected. The sterile interface module was turned to try to make contact and was removed and reconnected three times, but the connection could not be made. A new sim was opened and used to continue the procedure. It took seven minutes to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operatively, during draping, a sterile interface module (sim) failed to be recognized when connected. The s terile interface module was turned to try to make contact and was removed and reconnected three times, but the connection could not be made. A new sim was opened and used to continue the procedure. It took seven minutes to resolve the issue. There was no patient involvement.